Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with an incorrect diagnostic event on their implantable cardiac monitor. There was an atrial fibrillation spike on a graph but further investigation found that there were no corresponding electrograms for the event. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.